Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the proximal left anterior descending (lad) artery. The 4.0x23mm xience stent was deployed at 12 atmospheres (atm) however post stenting, a distal edge dissection was noted. Another xience v stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems, instructions for use, as a known patient effect of coronary stenting procedures.